Event description:
It was reported that the patient came into office three months after implant of his inflatable penile prosthesis (ipp) with an infection in the scrotum. The physician decided to removed the patients ipp and replace with a tactra device to hold the space. The patient was prescribed with antibiotics. The issue is ongoing.